Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps under infused and had an unintended shutdown. Reportedly during an oxytocin infusion which was ¿spiked to the primary line to get the bolus in when wasn¿t infusing.¿ additionally, ¿oxytocin can be paused, notice when restart not actually infusing, but don¿t notice until much later because such a low rate.¿ the events occurred in the family birthing unit. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.